Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the set was in a pump module and multiple large air bubbles were seen in the tubing. No air reached the patient, and the device did not alarm. A very small leak was noted at the top of the pump segment. The saline and IV set were replaced. There was no patient harm.

Manufacturer narrative:
The customer¿s report of air in line and a leak at the top of the pump segment was not confirmed. The set used in the reported event was not returned for investigation. Nineteen unopened/unused sets were sent by the customer for investigation. No anomalies were observed with any of the sets during visual inspection or functional testing. The root cause of the customer's report was not identified.

Event description:
The customer reported the set was in a pump module and multiple large air bubbles were seen in the tubing. No air reached the patient, and the device did not alarm. A very small leak was noted at the top of the pump segment. The saline and IV set were replaced. There was no patient harm.